Event description:
The device was received for service with the report "pump shut down during use." According to biomed tech, no patient injury has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, or medication involved.